Manufacturer narrative:
Reference medwatch 2032227-2014-68709 for additional information.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no down arrow button response due to an unlocked keypad connector. The functional tests could not be performed due to the unresponsive button. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. Her blood glucose level was 76 mg/dl. The down arrow button was not working. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.